Manufacturer narrative:
Method - actual device not evaluated. No testing methods performed. Product not returned to cbi. Results - no results available since no evaluation performed. Product not returned to cbi. Investigation - evaluation: investigation to this feedback included a review of the feedback details, meeting of the incident investigation committee, and a review of the biodesign hernia graft IFU fp0036-02k. Summary of investigation findings: although the surgeon alleges the device adhered to the bowel and then eroded through the bowel, the root cause of the enterocutaneous fistula is inconclusive as there was no actual visualization of the bowel (via reoperation) to confirm this scenario. However, this also means that the alleged adhesion and erosion was not ruled out as the cause of the enterocutaneous fistula. As such, in a conservative approach to reporting adverse events, an MDR will be filed. The patient in this case has a history of multiple abdominal surgeries and diverticulitis, both of which increase his suspectability to forming an enterocutaneous fistula regardless of device placement. Additionally, injury to the bowel during surgery can be another possible contributing factor to an enterocutaneous fistula. The biodesign hernia graft IFU fp0036-02k notes that "possible adverse reactions with the use of any prosthesis may include, but are not limited to... Adhesion... Bowel erosion... Fistula formation. Complications, such as delayed wound infection, premature wound infection, premature degradation, hernia recurrence, bowel erosion, and the need for re-operation, should be reasonable expected in patients who are critically ill or who have severely contaminated abdomens."

Event description:
Dr (B)(6) implanted the device for a parastomal hernia repair and reinforcement of the midline incision. The patient reportedly developed an enterocutaneous fistula a couple of weeks after surgery. Dr (B)(6) alleged that a graft adhered to the bowel and then eroded through the bowel which led to an enterocutaneous fistula. The patient did not undergo any further operations to confirm dr (B)(6) speculation. A wound vac was placed as an attempt to aid the fistula in healing.